Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they can not draw or flush from the tubing once connected to IV catheter could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e - 07 lot number 20109560 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 8th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20109560 regarding item #22003e - 07. H3 other text : see h.10.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5" experienced slow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 22003e-07, batch/lot #: 20109560. 8 5 in IV extension set (pressure rated) - cannot draw from or flush the tubing once connected to IV catheter the extension set allows the rn to draw from and flush the IV, connect/disconnect infusions, etc. With ease. This is an IV tubing extension that is connected to an IV catheter once placed m the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5" experienced slow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 22003e-07. Batch/lot #: 20109560. 8 5 in IV extension set (pressure rated) - cannot draw from or flush the tubing once connected to IV catheter the extension set allows the rn to draw from and flush the IV, connect/disconnect infusions, etc. With ease. This is an IV tubing extension that is connected to an IV catheter once placed in the patient.